Event description:
During defibrillation, defibrillator charged to 300 joules and discharged. At second attempt to charge defibrillator, it was charged to 400 joules but discharged at 50 joules. Attempted to charge defibrillator to 400 joules; alarm indicated fully charged but digital readout indicated 200 joules. The defibrillator would not discharge. Another defibrillator was obtained for use and the pt was defibrillated. The pt subsequently died. Relationship to equipment failure unknown. Device returned to MFR for evaluation.